Event description:
My femur broke because the cancer ate away at it, in (B)(6) 2024. In (B)(6) 2024 the titanium rod, made by stryker, the surgeon implanted broke. I had a second surgery to remove the broken rod and replace it with a new one. It's also taking a lot longer to heal and recuperate after the second surgery.